Manufacturer narrative:
(B)(4). The product analysis indicates there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. The sample was analyzed. The metal contact inside of the nerve clip was missing, when compared to the drawing. It was not possible to determine if the contact was never assembled or if it was inadvertently removed at some point. Therefore, there are multiple causes that are equally likely (supplier, manufacturing, shipping, and mishandling). (B)(4).

Event description:
The available information indicates the user may have experienced a false negative. The customer reported that during a procedure, the electrode was placed on the nerve and there was no response. There was no connection at all. The tech examined the electrode and noticed that a metal clamp was missing. A replacement electrode was used to complete the case. There was no patient injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received. However, the analysis has not yet been completed. This device is used for therapeutic purposes.